Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.4 inr. The patient had fallen and was taken to the hospital. She was admitted to the hospital because her atrial fibrillation and blood pressure were not under control. She was treated with a cardizem IV for her blood pressure. The patient stabilized and was released from the hospital. No treatment based on the device result. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.